Event description:
It was reported that the lag screw driver got broken during use inside the patient, all the components were retrieved from the patient. There was no delay. The procedure was finished by changing in surgical technique.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the lag driver retaining rod confirms the tip has a piece broken off causing the stated failure. The lag screw driver portion of the device and the broken piece was not returned. The device was manufactured in 1994. The device exhibits signs of significant use and wear. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the lag screw driver got broken during use inside the patient. There was no delay. The procedure was finished by changing in surgical technique.